Manufacturer narrative:
No probe sample was returned for evaluation; therefore, the condition of the product could not be confirmed. No probe lot number was identified with this complaint; therefore, a lot history review could not be conducted. The system was examined and the reported event was not replicated. The pneumatics module was replaced to address the issue. The system was tested and found to meet product specifications. The system was manufactured on january 23, 2014. Based on qa assessment, the product met specifications at the time of release. Because a probe sample was not returned and no lot information was provided for a lot record review, the root cause for customer complaint issue could not be attributed to the probe. The root cause of the reported event can be attributed to the pneumatics module. However, how or when the component became nonconforming cannot be determined conclusively. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A scrub technician reported that the probes quit cutting. Aspiration was present. There was no patient harm. Additional information and product sample have been requested.

Manufacturer narrative:
A review of the related device history record for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there was one other complaint for the reported issue. The complaint sample was visually inspected and deemed conforming. An actuation test was performed and deemed nonconforming. The cutter does not close. An aspiration test was performed and deemed conforming. A cut test was performed and deemed conforming. The probe was disassembled and the components inspected. There was approximately 10 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photo. There was slight resistance felt when removing the inner cutter from the needle. The inner cutter was slightly bent. There were gouge marks at the bend area of the inner cutter. The actuation test was retested after the disassembly and the test was deemed conforming. The initial test was deemed nonconforming, due to the cutter not closing. A retest showed the cutter was able to actuate. An initial actuation test failure most likely occurred due to the bent inner cutter causing interference with the needle. Additional testing without the needle showed that the probe engine worked properly. This test is considered conforming. The complaint evaluation does confirm the probe had a problem with actuation, which can be attributed to the customer¿s reported event. The root cause for the probe not functioning correctly can be attributed to the bent inner cutter. However, how or when the inner needle became bent cannot be determined conclusively. A bent inner cutter will cause interference between the needle and result in an actuation failure. Sample 2: a review of the related device history record for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there was no other complaint for the reported issue. The complaint sample was visually inspected and deemed nonconforming. Thick foreign material was observed on the port face. An actuation test was performed and deemed nonconforming. The cutter does not actuate intermittently. An aspiration test was performed and deemed conforming. A cut test was performed and deemed nonconforming. The cut was observed to be choppy. The probe was disassembled and the components inspected. There was approximately 20-30 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photo. There was no resistance felt when removing the inner cutter from the needle. There were gouge marks at the bend area of the inner cutter. The actuation test was retested after the disassembly and the test was deemed conforming. An actuation test was performed and deemed conforming. The initial test was deemed nonconforming, due to the cutter not closing. A retest showed the cutter was able to actuate. An initial actuation test failure occurs sometimes due to material causing the cutter to become stuck after its surgical use. Additional testing will dislodged the material and the probe will then work properly. This test is then considered conforming. Sample 3: a review of the related device history record for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there was no other complaint for the reported issue. The complaint sample was visually inspected and deemed conforming. An actuation test was performed and deemed nonconforming. No actuation was observed. An aspiration test was performed and deemed conforming. A cut test was performed and deemed nonconforming. The cut was not clean, leaving 1 strand. The probe was disassembled and the components inspected. There was approximately 10 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photo. There was no resistance felt when removing the inner cutter from the needle. There were gouge marks at the bend area of the inner cutter. The actuation test was retested after the disassembly and the test was deemed conforming. An actuation test was performed and deemed conforming. The initial test was deemed nonconforming, due to the cutter not closing. A retest showed the cutter was able to actuate. An initial actuation test failure occurs sometimes due to material causing the cutter to become stuck after its surgical use. Additional testing will dislodged the material and the probe will then work properly. This test is then considered conforming. The complaint evaluation does confirm that both probe sample 2 and probe sample 3 have a problem with actuation and cutting, which can be attributed to the customer reported event of no cutting. A potential cause of the reported event can be attributed to foreign material in the needle, which can cause the cutter to becoming stuck or not allow the cutter to fully close. However, the root cause of the reported event cannot be determined conclusively based on the information obtained in the complaint evaluation. An investigation has been completed and action is presently being implemented to reduce the frequency of probe complaints. All probes are 100% inspected for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).